Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical tests performed. The residual gas analysis result revealed presence of nitrogen above the limit. It is believed that this device was non-hermetic. Due to the presence of moisture getter, no signs of moisture were observed. This is not believed to be related to the return reason. This device was explanted for medical reasons. The device passed the electrical tests performed. This is the final report.

Manufacturer narrative:
This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.

Event description:
The patient reportedly experienced electrode migration. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.